Event description:
Pain came back in both knees; pain relief lasted only 4 months. Information was received on 03-aus-2006 from a male patient, with a history or "bone on bone" osteoarthritis in both knees. In 2006, the patient had three weekly synvisc injections in both knees. Four months after the injections he experienced a return of pain in both knees and a worsening of pain in the right knee. Since the return of the pain the patient has had 2 cortisone injections spaced three months apart (dates unknown). No further information was provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.